Event description:
The iab inserted into the pt at another facility and the pt was transported to hosp for emergency cath. The pt was very critical and very balloon dependent. There were several "check augmentation" and "check iab cath" alarms and then blood was noted in the tubing. The pt coded in the ccu. The pt went on to expire. It was unknown if the event contributed to the pt's death. The iab was not returned to co for evaluation. The contact at the facility reported that it was unknown if the iab was discarded or if the pt expired with the iab in place. Event complications: unknown - reported 11/04/96. Pt's current status: expired - rpt's 11/04/96.